Event description:
Caller reported a malfunction on the pump with a displayed malfunction code, and no notable events occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Caller was instructed to use mdi as backup therapy and was provided guidance on how to handle the pump's storage mode. Cts confirmed shipping details and sent a replacement pump, providing instructions for returning the problematic pump using ups.